Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-04. H6: investigation summary: one 20g bd nexiva closed IV catheter system ¿ single port device within an opened unit package was received by our quality team for evaluation. The device is with all components present and intact. Visual and microscopic observations disclosed that there is foreign matter present on the outside of the protective needle cover. The foreign matter is in areas throughout the length of the cover and is of a brownish color and viscous. The foreign matter wipes off easily and holds its¿ brownish color. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. During manufacturing, this type of defect can occur at multiple stages during the process due to operator handling or process debris from wear of the machine. Per the quality control plan there is in-process controlled sampling conducted to mitigate the occurrence of this type of defect. During use, this type of defect may occur should the device be dropped during the opening of the package prior to use. Either scenario is likely but the origin of the foreign matter cannot be determined with certainty as the package was opened, which indicates potential product manipulation. Cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product. The visual inspections per the quality control plan, environmental monitoring, and gowning procedure are followed during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in contained foreign matter. The following information was provided by the initial reporter: "customer found a soiled 20ga 1.25" nexiva catheter that was in an unopened package."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in contained foreign matter. The following information was provided by the initial reporter: "customer found a soiled 20ga 1.25" nexiva catheter that was in an unopened package."